Event description:
Consumer reports erratic readings with their plink meter. Analysis run on clark error grid using mean average (68, 59) as ref. Point vs. Bd readings (27, 109; 30, 88) yielded data points in the c/e range of the grid, outside of acceptable limits